Manufacturer narrative:
The initial results were deemed not clinically possible as the albumin result was higher than the total protein result. The field service engineer changed the probes, syringe and the gear-pump head (gph). He readjusted the whole system and confirmed that the assay and the module were performing within specifications. The investigation determined that the event was caused by a service-training-related issue. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable albp albumin bcp result from one patient sample tested on the cobas pure c 303 analytical unit. The initial result was not reported outside of the laboratory as it was deemed not clinically possible. The initial result was 86.5. The repeat result was 35.0. The unit of measurement was not provided.

Manufacturer narrative:
The reagent lot number is 717298. The expiration date is 31-oct-2024. The investigation is ongoing.